Event description:
Per rep peg was placed in pt in 2001. Five days later, the pt presented with pneumoperitoneum. The external bolster had migrated up the tube allowing an air space to be created between the stomach and the abdominal wall.